Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery, the 1.5x15 mm apex push monorail balloon catheter was advanced to the lesion and upon inflation, the balloon ruptured. The number of inflations and to what atmospheres is unk. The procedure was completed with another of the same device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
(B)(4).